Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the error code of hardware low level failure (pump error 63) and error code of the motor arm cannot communicate with the main arm (pump error 4). No harm requiring medical intervention was reported. Troubleshooting was performed and was able to clear the alarm successfully. And the customer was able to complete the rewind as well. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged pump unexpected restart/reset, pump error 63 alarm and pump error 4 alarm found on 07-nov-2022. The pump passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored and no unexpected restart/reset, pump error 63 alarm and pump error 4 alarm noted. The pump successfully downloaded traces and history file using thump. Pump error 4 alarm and pump error 63 alarm (variable info = 15) were recorded and found in the formatted history files on 11/07/2022 02:49:07.000, 11/03/2022 00:41:06.000 and 11/07/2022 02:49:07.000 due to rf driver anomaly, suspected on hw. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, failed batt/battery failed alarm was recorded and found in the formatted history file on: 11/07/2022 02:49:10.000. And insert battery alarm was recorded and found in the formatted history file on: 11/07/2022 02:55:49.000. Earliest power data available per the power management tool/detail trace file is on 07-nov-2022 at 4:41:56 pm. There was no power data available for the event date of 07-nov-2022 at 02:49:10.000. Unable to check power data for failed batt/battery failed alarm. Pump was cut open to perform visual inspection and found slight corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm) due to slight corrosion on the pcba 1 and pcba 2.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Pump unexpected restart/reset was not confirmed. Pump error 4 alarm and pump error 63 alarm (variable info = 15) were confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed. Pump error 4 alarm, pump error 63 alarm (variable info = 15) and unexpected battery power loss or replace battery alert/replace battery now alarm were due to slight corrosion on the pcba 1 and pcba 2. During visual inspection, slight corrosion was also found on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.